Event description:
It was reported that the patient presented remotely. Upon review, the patient's device exhibited far-r oversensing which resulted in inappropriate auto mode switch (ams). The patient was brought into the clinic and programming changes were made. No patient's symptoms were reported.